Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. Prior to patient use, the nurse primed the tubing set with an unspecified chemotherapeutic agent. It was reported that after a secondary tubing set was connected to the secondary port of the primary tubing set, an unspecified volume of chemotherapeutic agent leaked from the secondary port. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional information was provided.